Event description:
Same case as 6000130-2005-00395, 6000130-2005-00396. It was reported that during the graft implant procedure, three starter guidewires became "frayed". A fourth wire was used and the procedure was successfully completed. No patient injuries or complications were reported. The patient's status was reported as `ok'. Additional information has been requested.

Event description:
The visual inspection revealed that the wire was kinked and demonstrated exposed corewire. The wire was sent to lake region for analysis. The wire presented an overall length of 150 cm and a finished diameter of 0.0345". It was observed that 0.2 cm of the distal end of the core wire was protruding through the outer coil wire at a point 7.1 cm from the distal tip. Bends and kinks were observed at 7.1cm, 19 to 25 cm, 33 to 48 cm, and 55 to 61 cm and 117 to 130 cm from the distal tip. Biomaterial residue was observed throughout the length of the specimen on both the inner and outer surfaces. All joints appeared intact and correct when viewed at 18" with vision correction to 20-20 and at 6.7x magnification, and by non-destructive pull testing. No other damage was noted to this specimen during the analysis. Excpet where noted, the specimen appeared visually and dimensionally correct per lake region manufacturing's drawing specification for this product. The wire did not demonstrate any indication of mfg defect or anomaly. The customer's complaint was confirmed. Lake region reviewed the complaint and found that the core in this guidewire was not fractured and that both welds were intact. This lot has been involved in two other complaints of the same type. The shop floor paperwork for this batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly and performance specifications. This guidewire is designed with a retracted core, so the core wire is only welded at the proximal end. If the distal end of the guidewire becomes bent during insetion or manipulation and the user continues to exert force on the wire, the tip of the core could be pushed out through the coil interstices. The instructions for use cautions to use a gentle rotating motion during insertion. The root cause of the difficulties experienced during the procedure was determined to be related to the method of use.